Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) ¿ stem. Visual inspection found gouging/tool marks on the neck of the stem. Three similar gouges/marks were observed in the porous coating near the collar. The overall length of the stem and size of the coating thickness were both measured and found to be within specification parameters. The complaint is not confirmed. DHR was reviewed and no discrepancies related to the reported event were found. The investigation could not verify or identify any evidence of product contribution to the reported problem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that during a procedure the stem would not seat properly into the bone when reamed for a size 10. The procedure was completed with a stem one size smaller than the original and cancellous bone. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Report source: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.